Event description:
It was reported that a faulted diagnostic test occurred while trying program a patient's generator. The nurse switched to a different programming system and another faulted diagnostic test occurred. The nurse was instructed to change the wand batteries and ensure that the programming systems were not plugged into the electrical outlet during device interrogation. It was reported that the patient had already left the office so diagnostics could not be reattempted after performing this troubleshooting.

Manufacturer narrative:
.